Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: what was the name of the procedure? Cvs, do not know the specific procedure. What was the procedure date? (B)(6) 2021. What is the lot number? Qdbbmc2025-03. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event date and procedure. The received date cannot be before the procedure date. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. Anther like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.